Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation could not confirm the reported event. The instrument jaws were not bent, and the grips met. Failure analysis investigation found that the distal end of the instrument's main tube had various scratch marks with light material removal. The scratches were .101 through .187 in length and not aligned with the tube axis. No other damage was found.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the jaws of the fenestrated bipolar forceps instrument would not approximate. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.